Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin delivery. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 515 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.